Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 1210. The device was visually inspected. A functional test was performed and the reported issue was not confirmed, however error code 1210 was present along with a damaged downstream occlusion sensor. The probable cause of the reported issue was due to the main board. As a result, the downstream occlusion sensor and battery were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1269. There was patient involvement, no injury was reported.